Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with calcification on the right coronary cusp and left coronary cusp, a perimeter of 83-84 mm, and sinus of valsalva of 34-35 mm, a pre-implant balloon dilatation was performed using a 24mm non-medtronic balloon. During deployment to the point of no return, infolding was noted in the valve frame. A second balloon dilatation was performed using a 25mm non-medtronic balloon. The valve deployment was attempted a second time, but infolding was still visible at the point of no return. It was also noted that when the infold was visible, the patient's blood pressure did not increase. The valve was recaptured and the delivery catheter system was withdrawn from the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, lot #: 0012072328, ubd: 2025-12-07, UDI#: (B)(4). Product ID: 24mm toray inoue balloon, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: 25mm toray inoue balloon, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was not identified during the loading process. The infold in the second attempted valve was observed in the first deployment attempt. Subsequently, the valve was recaptured and withdrawn from the patient, and a non-medtronic valve was successfully implanted in the patient. A procedural delay was reported as a result of the infolds. Additionally, per the physician, the patient anatomy that contributed to the infolds was the round calcification on the left coronary cusp side of the right coronary cusp leaflets that might have been stuck between the frames and did not spread.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a new valve and delivery catheter system (dcs) were used for implant. Subsequently, an infold was observed on the second valve. The second system was replaced.